Manufacturer narrative:
A ge rep evaluated the system and repaired it. System operates as intended.

Event description:
Customer reported the system is unstable, an alarm is sounding, and the images flicker. No pt injury was reported.